Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported that a patient with a history of diabetic gastroparesis had an implantable neurostimulator (ins)that was non-functioning/malfunctioning for several months. The patient had been requiring antiemetic medications once again, so the battery was replaced on (B)(6) 2018. A standard replacement procedure was conducted, and findings included a pseudocapsule around the ins. The pseudocapsule was incised, and the ins was able to be removed. The resistance upon placing the new ins was 350 mohms. After skin closure, the resistance and functioning were reported as appropriate. It was noted that the patient was in stable condition and planned to be discharged following the procedure. There were no further complications reported as a result of this event. The indications for use are gastric pacing and gastric stimulation.